Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that the uvc is leaking at the hub. There was no harm to the patient and no medical intervention.

Manufacturer narrative:
The possible causes were identified. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was received within a generic plastic bag. It consisted of one 3.5fr urethane umbilical catheter, product code 8888160333. After visual inspection, a hole was found below the strain relief. The same result was encountered by an additional investigation performed by research and development department. During functional testing (underwater test), bubbles were detected coming out below the strain relief. As per the event description, the customer states that this is leaking at the hub. No harm to the patient and no medical intervention. Per additional information received, the customer stated that the uvc is leaking just below the molded strain relief on the extension. Chloraprep was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was secured by suture. The uvc was inserted on (B)(6) 2015 and was in continuous use. A 10cc syringe was used to flush the line. The uvc was removed (B)(6) 2015 and was replaced with the same item. Based on the statement above, it can be noticed that the customer did not report any issue prior to use. Moreover, the hole encountered causes a gross leak which would be identified during assembly operations: manufacturing performs 100% pressure/leak testing during production, as per procedure. Therefore, the evidence provided is not enough to relate this event to the manufacturing process. It is important to mention that the instructions for use (IFU) warn: exercise caution when using sharp instruments near the catheter¿ do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break and continues; do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The reported issue has been confirmed. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to excessive force or the inappropriate use of cleaning agents. A corrective and

Event description:
The customer stated that the uvc is leaking just below the molded strain relief on the extension. Chloraprep was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was secured by suture. The uvc was inserted on (B)(6) 2015 and was in continuous use. A 10cc syringe was used to flush the line. The uvc was removed (B)(6) 2015 and was replaced with the same item. The patient is progressing to dc.preventive action initiated involved the implementation of a new extended strain relief design, completed on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013 respectively. The description of change indicates: this design change will provide an added level of robustness in the luer adapter over mold to catheter transition area that will enhance the products ability to withstand bending forces during cleaning from added flexibility of the catheter]. Since this lot manufacturing date is (B)(6) 2014, it can be concluded that this device was produced with the new strain relief design (extended). The current indication is that the design improvements implemented as part of this CAPA, are effective at addressing the risk of damage to the hub from the use of alcohol or similar harsh disinfection agents. There has been a dramatic reduction in the rate of leaks at the hub with the new strain relief design. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.